Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included motion sickness. Previously administered products included for an unreported indication: mirena, oral contraceptive nos and nuvaring. Concurrent conditions included obesity, dysfunctional uterine bleeding, dysthymic disorder, lumbago, pap smear abnormal, depression, anxiety and discomfort. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), vision blurred ("vision/eye problems type: blurred"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, migraine, headache, vision blurred, weight increased, vaginal haemorrhage and back pain outcome was unknown and the fatigue and nausea was resolving. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: there were 0 trailing coils on the l side. The r tubal ostea was then isolated and a similar procedure carried out on the r side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Pathology test - on (B)(6) 2015: result: final pathologic diagnosis uterus, cervix, bilateral fallopian tubes, hysterectomy bilateral salpingectomy-- benign endometrium, cervix with focal benign mesonephric remnants, fallopian tubes status post essure occlusion, negative for atypia and malignancy, procedures/ addend: clinical history: pelvic pain menorrhagia. Gross description: the specimen is received in formalin and labeled with the patient's name and "uterus , cervix , bilateral fallopian tubes" . The specimen consists of a uterus that is previously opened on the posterior aspect (8.5 x 6.4 x 3.6 cm), an attached left fallopian tube (6.1 cm in length by 0.4 cm in diameter), and an attached right fallopian tube (6.5 cm in length by 0.6 cm in diameter). The serosal surface is tan-pink and glistening. The cervix (3 .7 x 2.8 cm) is covered by a tan pink glistening exocervix with a 0.9 cm in diameter slit like os. The specimen is sectioned to reveal an endocervical canal (3.4 cm in length by 0.6 cm in diameter) that has a tan-pink, herringbone pattern. The endometrial canal (3.4 cm cornu to cornu and 3.2 cm in length) h as a tan -pin k endometrium that is 0.1 cm in thickness. The myometrium (1.9 cm in maximum thickness) has a tan-pink reticulated cut surface with no masses or lesions identified. The fallopian tubes are sectioned to reveal a pinpoint lumen with a maximal wall thickness of 0.3 cm. Each fallopian tube contains a silver metallic coiled device that contains no identifying markers. Representative sections are submitted in six cassettes. Cassette key: anterior cervix, posterior cervix, anterior endomyometrium, posterior endomyometrium, left fallopian tube bisected fimbriated end and outer third, right fallopian tube bisected fimbriated end and outer third. Microscopic examination is performed on seven slides. Section from the anterior endomyometrium demonstrates thickened, hyalinized blood vessels within the myometrium. A congo red stain is negative for amyloid. Ultrasound scan vagina - on an unknown date: result: they were in place. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: migraine, back pain, vision blurred, menorrhagia, pelvic pain, headache and dysmenorrhea. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs received: demographic details were updated. Product indication updated. Reporter added. Essure explant date added. Following events were added: abnormal bleeding (general), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines, headaches, nausea, vision / eye problems type: blurred, weight gain, abnormal bleeding(vaginal), menorrhagia and back pain. Previously reported event injury was updated to pelvic pain. Event onset date were added. Medical history and historical drug added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia'), genital haemorrhage ('abnormal bleeding (general)') and uterine haemorrhage ('irregular uterine bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included motion sickness. Previously administered products included for an unreported indication: mirena, oral contraceptive nos and nuvaring. Concurrent conditions included obesity, dysfunctional uterine bleeding, dysthymic disorder, lumbago, pap smear abnormal, depression, anxiety and discomfort. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), vision blurred ("vision/eye problems type: blurred"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and back pain ("back pain"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, female sexual dysfunction, uterine haemorrhage, dysmenorrhoea, dyspareunia, migraine, headache, vision blurred, weight increased, vaginal haemorrhage and back pain outcome was unknown and the fatigue and nausea was resolving. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, uterine haemorrhage, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: there were 0 trailing coils on the l side. The r tubal ostea was then isolated and a similar procedure carried out on the r side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Pathology test - on (B)(6) 2015: result: final pathologic diagnosis uterus, cervix, bilateral fallopian tubes, hysterectomy bilateral salpingectomy-- 1. Benign endometrium. 2. Cervix with focal benign mesonephric remnants. 3. Fallopian tubes status post essure occlusion. 4. Negative for atypia and malignancy. Procedures/ addend. Clinical history. Pelvic pain menorrhagia. Gross description. The specimen is received in formalin and labeled with the patient's name and "uterus , cervix , bilateral fallopian tubes". The specimen consists of a uterus that is previously opened on the posterior aspect (8.5 x 6.4 x 3.6 cm), an attached left fallopian tube (6.1 cm in length by 0.4 cm in diameter), and an attached right fallopian tube (6.5 cm in length by 0.6 cm in diameter). The serosal surface is tan-pink and glistening. The cervix (3 .7 x 2.8 cm) is covered by a tan pink glistening exocervix with a 0.9 cm in diameter slit like os. The specimen is sectioned to reveal an endocervical canal (3.4 cm in length by 0.6 cm in diameter) that has a tan-pink, herringbone pattern. The endometrial canal (3.4 cm cornu to cornu and 3.2 cm in length) h as a tan -pin k endometrium that is 0.1 cm in thickness. The myometrium (1.9 cm in maximum thickness) has a tan-pink reticulated cut surface with no masses or lesions identified. The fallopian tubes are sectioned to reveal a pinpoint lumen with a maximal wall thickness of 0.3 cm. Each fallopian tube contains a silver metallic coiled device that contains no identifying markers. Representative sections are submitted in six cassettes. Cassette key: 1. Anterior cervix. 2. Posterior cervix. 3. Anterior endomyometrium. 4. Posterior endomyometrium. 5. Left fallopian tube bisected fimbriated end and outer third. 6. Right fallopian tube bisected fimbriated end and outer third. Microscopic examination is performed on seven slides. Section from the anterior endomyometrium demonstrates thickened, hyalinized blood vessels within the myometrium. A congo red stain is negative for amyloid. Ultrasound scan vagina - on an unknown date: result: they were in place. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: migraine, back pain, vision blurred, menorrhagia, pelvic pain, headache and dysmenorrhea. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received. Event added- irregular uterine bleeding. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.